Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic kidney, blood pressure high, vaginal delivery on (B)(6) 2006 and miscarriage. Concurrent conditions included cough since (B)(6) 2016, painful intercourse (x 1 year) since (B)(6) 2016, loss of libido (due to pain) since (B)(6) 2016, menstrual cramps since (B)(6) 2016, irregular periods since (B)(6) 2016, polycystic kidney (cystic disease of the kidney) since (B)(6) 2016, dysmenorrhea since (B)(6) 2016, painful periods since (B)(6) 2016 and hypertension since (B)(6) 2016. Concomitant products included amlodipine, cyanocobalamin (vitamin b12) since 2016, lisinopril and potassium chloride (klor-con). On (B)(6) 2006, the patient had essure (ess205) inserted. In january 2007, the patient experienced migraine ("migraines / headaches"), headache ("headaches"), visual impairment ("type: black spots in eyes"), genital haemorrhage (seriousness criterion medically significant) and cystitis ("bladder infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("abnormal discharge"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and headache had resolved and the vaginal discharge, urinary tract infection, female sexual dysfunction, migraine, visual impairment, fatigue, abdominal pain, genital haemorrhage and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: essure insertion procedure was without complications. Most of her symptoms resolved after the (B)(6) 2016 laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy surgery. Removal details- findings: normal tubes, uterus and ovaries bilaterally. Diagnostic results: on (B)(6) 2016, sonohysterogram and transvaginal ultrasound: there was a cervical polyp noted assessment: irregular periods, dysmenorrhea, dyspareunia, pain in pelvis, cystic disease of the kidney. Plan: recheck in 3 week. Will see nephrologist and discuss possible hysterectomy with them [sic]. On (B)(6) 2016, chief complaint: pre op visit for lavh cysto. Plan: lavh; cysto- removal of essure coils. On (B)(6) 2016, surgical pathology report uterus, cervix, bilateral fallopian tubes: exo/endocervix: mild chronic endocervicitis with squamous metaplasia. Myometrium: adenomyosis; leiomyoma. Bilateral fallopian tubes: unremarkable. Gross description: it is noted on the requisition that the patient requests a picture of essure coils inside the tubes; therefore, after removal of the tubes, a picture of the essure coils extending from the uterus and tubes is taken on the laboratory camera. Quality-safety evaluation of ptc: ptc global number: 2017-019712. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 11-jun-2018: pfs received, event added as :- abnormal bleeding, bladder infection. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystic kidney disease and blood pressure high. Concomitant products included amlodipine, cyanocobalamin (vitamin b12) since 2016, lisinopril and potassium chloride (klor-con). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("abnormal discharge"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("headaches"), visual impairment ("type: black spots in eyes"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and headache had resolved and the vaginal discharge, urinary tract infection, female sexual dysfunction, migraine, visual impairment, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: essure insertion procedure was without complications. Most of her symptoms resolved after the (B)(6) 2016 laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy surgery. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events uti, apareunia (inability to have sexual intercourse), headaches, black spot in eyes, fatigue, abnormal bleeding (vaginal, menorrhagia), abdominal pain are added. Historical & concomitant conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included polycystic kidney, blood pressure high, vaginal delivery on (B)(6) 2006 and miscarriage. Concurrent conditions included cough since (B)(6) 2016, painful intercourse (x 1 year) since (B)(6) 2016, loss of libido (due to pain) since (B)(6) 2016, menstrual cramps since (B)(6) 2016, irregular periods since (B)(6) 2016, polycystic kidney (cystic disease of the kidney) since (B)(6) 2016, dysmenorrhea since (B)(6) 2016, painful periods since (B)(6) 2016 and hypertension since (B)(6) 2016. Concomitant products included amlodipine, cyanocobalamin (vitamin b12) since 2016, lisinopril and potassium chloride (klor-con). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("headaches"), visual impairment ("type: black spots in eyes") and cystitis ("bladder infection"). In (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and fatigue ("fatigue"). On an unknown date, the patient experienced vaginal discharge ("abnormal discharge"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy on 23-aug-2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia and headache had resolved and the vaginal discharge, urinary tract infection, female sexual dysfunction, migraine, visual impairment, fatigue, abdominal pain and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: essure insertion procedure was without complications. Most of her symptoms resolved after the (B)(6) 2016 laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy surgery. Removal details- findings: normal tubes, uterus and ovaries bilaterally. Diagnostic results: on (B)(6) 2016, sonohysterogram and transvaginal ultrasound: there was a cervical polyp noted assessment: irregular periods, dysmenorrhea, dyspareunia, pain in pelvis, cystic disease of the kidney. Plan: recheck in 3 week. Will see nephrologist and discuss possible hysterectomy with them [sic]. On (B)(6) 2016, chief complaint: pre op visit for lavh cysto. Plan: lavh; cysto- removal of essure coils. On (B)(6) 2016, surgical pathology report uterus, cervix, bilateral fallopian tubes: exo/endocervix: mild chronic endocervicitis with squamous metaplasia. Myometrium: adenomyosis; leiomyoma. Bilateral fallopian tubes: unremarkable. Gross description: it is noted on the requisition that the patient requests a picture of essure coils inside the tubes; therefore, after removal of the tubes, a picture of the essure coils extending from the uterus and tubes is taken on the laboratory camera. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 6-nov-2018: plaintiff fact sheet received.-patient demographic information updated. Outcome of event genital haemorrhage updated "unknown" to "recovered/resolved". Event essure confirmation test(s) conducted, specify no. Added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("abnormal discharge") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal discharge and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: essure insertion procedure was without complications. Most of her symptoms resolved after the (B)(6) 2016 laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy surgery. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006 and reported adverse events including severe pelvic pain. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2016) and essure (ess205) was removed. Most of her symptoms resolved. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. In this particular case, alternative explanation was not available for her pain. This case was classified as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure (ess205) for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), vaginal discharge ("abnormal discharge") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2016). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, vaginal discharge and dyspareunia outcome was unknown. The reporter considered pelvic pain, vaginal discharge and dyspareunia to be related to essure (ess205). The reporter commented: essure insertion procedure was without complications. Most of her symptoms resolved after the (B)(6) 2016 laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy surgery. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006 and reported adverse events including severe pelvic pain. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2016) and essure (ess205) was removed. Most of her symptoms resolved. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. In this particular case, alternative explanation was not available for her pain. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.